Event description:
Philips received a complaint by the customer on the v60 (softeare version 2.10) indicating a device malfunction as the display was blank when the device powered on. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device was taken out of service. The customer restarted the device, but the issue remained. The remote service engineer (rse) performed troubleshooting with the customer, and the reported issue was replicated as the device is blank each time the customer powered on the device. The device is 17 years old and has a first-generation liquid crystal display (lcd), so the rse recommended that the customer should upgrade to a second-generation lcd and provided the customer with the part numbers and prices of the replacement parts needed for repair (lcd assembly, nec lcd cable, user interface (ui) pcba to lcd cable, ui printed circuit board assembly (pcba), lcd tray, and m2x3 socket hd screw). The customer will check with the manager to confirm whether the customer will perform the repair or the device will need to be shipped to bench for repair. Final investigation and disposition are pending.